Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was implanted in the beginning of 2012. It was noted that explanted was planned anyway at the end of (B)(6) 2019 due to elective replacement indicator (eri).

Manufacturer narrative:
Implanted date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 1000 ¿g/ml at 300 ¿g/day via an implantable pump. The indication for use was not reported. It was reported a motor stall occurred. The hcp tried to reprogram the pump without solving the issue. A motor stall occurred again. The pump was replaced on (B)(6) 2019. The explanted pump was thrown away by the operating room team. The patient outcome was good, and therapy worked much better than before. The patient's status was alive - no injury. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. They checked for electromagnetic interference (emi), but the motor stall occurred under normal use. The implant date was unknown. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.